Manufacturer narrative:
An event regarding loosening involving a tritanium acetabular cup was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the attorney, that the patient underwent a left total hip replacement on (B)(6) 2016. It is further alleged that the patient began to experience discomfort a period of time after the implantation. Patient underwent revision surgery on (B)(6) 2017. During that surgery, it was discovered that the acetabular component was loose. "X-rays and CT findings show a radiolucent line circumferentially around the cup. On inspection, he had some very small areas of bone ingrowth but lots of areas of fibrous growth.